Manufacturer narrative:
This issue was not confirmed as the customer could not be reached for further information. The device was not returned.

Event description:
It was reported that the hypothermia blanket was leaking water during use with a patient. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the hypothermia blanket was leaking water during use with a patient. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.